Manufacturer narrative:
On (B)(6) /2022, the following additional information was obtained: the customer informed that they had not had the issue occur since the fse had been on site to speak with surgeon and verify the system. The nurse understood the motion to be a delay in the motion and the instrument would not complete motions to the surgeon¿s expectations and the motions would stop. The nurse stated that the surgeon¿s head was always inside the console when attempting to move the arm and manipulate the instrument. There was no friction noted. The customer explained that they had called technical support and had tested for friction. The customer noted that they intended to return the vessel sealer and drape.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon reported that the vessel sealer extend (vse) had non-intuitive motion in universal surgical manipulator (usm) 2 as it was not responding to hand movements. Prior to calling, the customer opened a second vse instrument with no change. The technical support engineer (tse) reviewed the logs and found no related errors. Troubleshooting was conducted with the customer and despite the attempt, the issue persisted. The user proceeded with case, and the procedure was completed as planned with no reported injury. After further clarification, it was determined that the technical support engineer (tse) captured non-intuitive motion. This information may be further clarified with later statements from the surgeon, who reported that every time they tried to move the vessel sealer it would ¿not spin or close the right way¿. The surgeon further explained that the ¿movements were all over the place¿. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported issue of unintuitive motion was not confirmed. The fse tested the carriage strength verify, universal surgical manipulator (usm) carriage 1 - 4 friction, usm carriage 5 friction and test drove with fse instruments and the customer zero-degree endoscope. The fse was unable to duplicate the reported complaint. The fse explained to the robotics coordinator the potential causes of what could have influenced the symptoms they experienced. The system was tested and verified as ready for use. The fse's service visit did not reveal any issues related to the customer reported event. From available information, there is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that an isi device caused or contributed to an adverse event. Furthermore, despite the follow-up good faith efforts from intuitive surgical, inc. (Isi), no response received from the customer with patient/event information or any indication that the involved vse instrument would be returned for evaluation. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the procedure log identified a sleeve gastrectomy procedure was performed on (B)(6) 2022 on system (B)(4) using two vessel sealer extend (vse) instruments. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the vessel sealer extend instrument moved with unintuitive motion in universal surgical manipulator (usm) 2. Although the reported issue could not be verified, the allegation of unintuitive motion could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.